Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor was suspending and their sensor and blood glucose levels were off. The customer's blood glucose level was reported to be 123mg/dl, and their sensor reading was 70mg/dl. It was reported that the customer declined to troubleshoot.